Event description:
Related manufacturer reference number:2017865-2024-61433 related manufacturer reference number:2017865-2024-61435 it was reported that patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited oversensing noise and was dislodged. A fluoro image was performed and it was discovered that the rv lead was in outflow tract and the right atrial lead was pulled back tight. Upon opening the pocket the physician noticed inflammation and lack of healing. Once the device was removed a surgical sponge was found in the bases of the pocket. Gram stains were sent out and came back white cells only with no organisms noted. The implantable cardioverter defibrillator remains implanted. Both the ra and rv lead were explanted and replaced. The patient was discharged.